Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer stated that the insulin pump was exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Customer stated that the insulin pump had critical pump error alarm. Customer stated that the keypad was unresponsive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error alarm during testing due to moisture damage on electronic assembly. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. No blank display noted during testing.